Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the mid proximal right coronary artery(rca). A 4.00x38mm promus premier drug eluting stent was advanced to treat the lesion and deployed in the mid rca. The stent was well apposed. Then a 4.00x24mm promus premier&#10244;rug eluting stent was advanced; however, the this stent got caught on the previously placed stent and came off the balloon. The stent went so far down and got lodged in the distal posterior descending artery and the physician could not snare it. The procedure was completed with these devices. No further patient complications were reported and the patient's status was fine.